Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the seal remained inside the loader on the hs iii proximal seal. A replacement device and power supply was used to complete the case. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal, and anchor were inside the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).